Event description:
It was reported that no disposable alarm on both pumps while using same 100 ml cassette with flow stop. Cassette reservoir volume is 71.9 ml, pump rate is 71 ml per 24 hrs and amount given 27.8 ml. New cassette on and running without alarm. No further details provided.